Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell hard and thought she broke another lead, but the doctor checked the device and it seemed to be fine. It was unclear which lead the pt thought was broken. Refer to MFR report 3004209178-2011-07907.